Event description:
It was reported that the pump displayed a reset screen unexpectedly, which did not require plugging into a power source to turn back on. The reset did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer successfully resumed insulin therapy after the incident, acknowledging that a routine system check can trigger a reset as a safety feature. Technical support educated the customer about the implications of the reset, and the customer understood the actions necessary to continue pump use effectively.